Manufacturer narrative:
PMA/510(k) # p050017/s006 device evaluation the zfv6-125-10-10.0 device of c1805347 lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation -n/a. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver flex devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use ifu0058-4 states the following: ¿the product is intended for use in the iliac, superficial femoral artery (sfa) and above the knee popliteal artery¿. There is evidence to suggest the user did not follow the IFU. Image review ¿ n/a. Root cause review: a definitive root cause of off label use was identified from the available information. According to the instructions for use (ifu0058-4), the zfv6-125-10-10.0 device is intended for use in the iliac, superficial femoral artery (sfa) and above the knee popliteal artery. It is known that the physician used the zfv6-125-10-10.0 device for percutaneous transhepatic biliary drainage. This is considered to be off label use. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due additional information on the 08-feb-2022 confirming the device rpn, the completion of the investigation was concluded on the (B)(6) 2022 the investigation conclusions will be included in this report also.

Event description:
Ptbd was done. After crossing wire stent was deployed over wire. Post deployment stent crumped and migrated. Off label use of zilver vena for percutaneous transhepatic biliary drainage. ((B)(4)) another stent was placed across it, longer in length. ((B)(4)) this file will capture off label use of additional zilver vena for percutaneous transhepatic biliary drainage.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. PMA/510(k) #: p050017/s006.